Event description:
While starting a peripheral IV, the nurse noticed that the fluid was leaking from around the connection to the insyte hub. This has happened at least one other time recently to another nurse. Upon inspection of the rim of the insyte, it looks as if the lip is slightly melted, not allowing a tight seal.